Manufacturer narrative:
Concomitant medical products: 1882tc lead; implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant of a new implantable pulse generator (ipg) the patient developed an infection due to the device header sticking out of the skin. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.